Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis screen had displayed the message object reference was not set to an instance of an object. A technical support specialist (tss) reviewed the station and found that it was functioning normally when remote access was established. The medication application was running correctly. The case was left open temporarily in case the error returned. Since the error did not reoccur, the case was closed. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis screen said object reference not set to an instance of an object and the pyxis was running very slow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.